Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the anvil did not stay attached to the instrument. The surgeon applied another device without patient injury.